Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during a 5-fu (5-fluorouracil) infusion, cadd legacy plus pump under-delivered medication and generated a no disposable (nd) alarm. The cassette was removed twice, gently tapped, and the tubing was massaged to disperse air bubbles before being reattached; however, the alarm persisted. There was patient involvement and no patient harm.

Manufacturer narrative:
H3 and h6 ¿ updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. If the product is returned, this complaint will be reopened for further investigation.